Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an rv impedance measurement of 2800 ohms; and then it dropped to 1454 ohms. The rv intrinsic amplitude was less than 3.0v. A stored episode showed 2 ventricular paces with no capture. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that rv threshold measurements were taken and there was no capture on the rv lead. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). The clinical observations were reproduced with the lead and the psa. The lead was therfore repositioned and remains in service. No additional adverse patient effects were reported.